Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was less than six months remaining. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width, and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared less than six months remaining earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this device dropped its longevity for two years in a span of six months. Moreover, magnet rate was at ninety several months ago. Also, it was noted that the patient device was checked multiple times in the last four to five months. Boston scientific technical services (ts) then discussed that interrogating the device can pull the voltage down. The device was explanted due to normal battery depletion (nbd) and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device dropped its longevity for two years in a span of six months. Moreover, magnet rate was at ninety several months ago. Also, it was noted that the patient device was checked multiple times in the last four to five months. Boston scientific technical services (ts) then discussed that interrogating the device can pull the voltage down. To date, the device remains in service. No adverse patient effects.